Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he had evaluated the device and was unable to duplicate, or verify, the reported issue. After observing proper device operation through functional and performance testing the device was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not complete the charge cycle, in order to defibrillate, when prompted. It was reported that the device would start to charge, but then stop before completing the charge cycle. The issue was observed during a morning check of the device. There was not a service indicator present at the time of the event. There was no patient use associated with the reported event.